Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating the device was dropped and afterward, during testing, they found that when non-invasive blood pressure (nibp) measurement is performed, the measurement decreases very quickly. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by remote service personnel which included remote troubleshooting with the customer. The results of the analysis indicate that the hoses were still good, but the pump was damaged. Based on the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was damage to the pump subsequent to being dropped. The issue was resolved by replacing the nibp pump assembly. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.